Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.